Event description:
It was reported that the pump battery would not charge, and the charging connection was unstable despite attempts with different adapters and cables. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the caller to attempt various troubleshooting steps, but ultimately decided to replace the pump since the charging issue persisted. A replacement pump was arranged, and instructions were given on how to return the defective pump.